Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative (rep) regarding a patient who had an implantable neurostimulator (ins). It was reported by manufacturer representative (rep) that patient had a pain device that used two leads used for off label. The pain battery died so it was replaced with an interstim battery. One of the leads were connected to the interstim battery, and the other was tested and then capped. All pain device related components were removed. Issue was resolve. No symptoms reported. No further complications were reported or anticipated.